Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that inappropriate atrial tachycardia response (atr) events were stored due to interaction with minute ventilation (mv) feature. A review of the atrial lead pacing impedance measurements identified a slow increase from 500ohms to 1300ohms. A boston scientific technical services consultant informed the caller that the varying pacing impedance measurements can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal. This interaction could result in the oversensing observed clinically. Respiratory rate trend (rrt) feature was programmed off. No adverse patient effects were reported.